Event description:
The pt called lifescan and alleged the one touch ultrasmart meter was displaying error 1. The pt used back up meter, had high readings so contacted the dr and took insulin. No symptoms of high or low blood glucose were reported. The issue was not resolved with troubleshooting. There is indication the meter malfunctioned. The meter was replaced.